Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was below 50 mg/dl, and the meter bg reading ranged in 300s mg/dl. Customer treated inaccurate bg level of 50 mg/dl, and subsequently customer¿s bg elevated to 300 mg/dl range. Customer addressed bg level with a bolus. At the time of the report with tandem technical support customer¿s bg level was 256 mg/dl.